Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 346mg/dl. It was stated that the insulin pump alarmed no delivery during a bolus. Troubleshooting was performed. It was stated that the customer had inserted the infusion set in her leg. It was stated that the customer's alternates between the leg and the abdomen. Ran a fixed prime test and passed. Advised the doctor that until the customer changes the infusion set and reservoir the customer should attempt to treat with a back up plan. No further information was provided.